Manufacturer narrative:
No patient involvement. On 8/29/2016 a medtronic field service engineer (fse) found that the din rail fuse had blown. He replaced it with a spare onsite. Fse advised the users to plug the system into a wall outlet instead of a boom. Spare fuses were ordered to keep with the system for future use. System fully functional after fuses were replaced.

Event description:
A medtronic representative reported that the site moved their o2 system into the storage closet, plugged it in, and the line power light did not come on. He noted that this storage closet has a lot of equipment plugged into the outlets, including many beds. No patient present.